Event description:
It was reported by the customer that during a routine check the cardiosave intra-aortic balloon pump (iabp) failed upon power up, vacuum regulator was very unstable. There was no patient involvement reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.